Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low blood glucose episode while asleep, confirmed at 45 mg/dl, and was treated with oral carbohydrates including juice, snack cakes, and fruit snacks, after which glucose improved to 117 mg/dl; the patient reportedly does not consistently announce meals and frequently pauses the ilet, and the device was assessed as likely maladapted, with insufficient information available to identify a specific device problem or component. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of medication or oral glucose administration. Investigation included communication with the caregiver and analysis of information provided by the user or third party. Investigation of this case revealed no specific findings, and there was insufficient information to identify a device problem or component-related issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.